Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump had been shutting off due to power loss. The customer's blood glucose levels ranged from 110 to 150 mg/dl. The malfunction occurred after the customer changed the insulin pump's battery. The customer received a battery test failure alarm. Standard troubleshooting was performed and revealed cracks from typical wear and tear around the battery compartment. The customer's father was advised to discontinue use of the pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.